Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. The scratches seen on the lens and the tear noted on the barrel of the pli tip were deemed as the result of incorrect handling of the device. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model and lenstec advises the user to follow the correct method for implantation to prevent damage to the lens.

Event description:
Lenstec received an email stating that "physician noted lens scratched after insertion. Patient contact." No patient injury reported.